Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observe opening and broken device, observed missing shell assessed as inconclusive and creases. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional didn't report a complaint the device. Healthcare professional later reported "capsular contracture baker grade iii-IV" and "breast getting very hard, feel pain". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional didn't report a complaint of the device. Later, healthcare professional reported left side "capsular contracture baker grade iii-IV" and "breast getting very hard, feel pain". Device has been explanted and replaced.